Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that these phenomena were attributed to the followings; the subject device blinked; the failure of the motor of the mesh turret and/or the filter turret by the aging deterioration by repeatedly long-term use because over eleven years had been passed since the subject device had been manufactured. The ac power inlet had burnt mark; the repeatedly long-term use because over eleven years had been passed since the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. In addition, sorc found that the ac power inlet had burnt mark. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the front panel of the subject device blinked due to the sensor error. There was no report of patient injury associated with the event.